Event description:
It was reported that patient was seen in clinic for routine check. Upon interrogation, loss of capture and high, out of range impedance was observed on the lv lead. Patient was asymptomatic. The lead was explanted and replaced. No further information available.

Event description:
New info received: patient was stable post procedure.